Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead high voltage impedance was high on the defibrillation and superior vena cava (svc) coils. The lead had an apparent fracture and was explanted and replaced. No patient complications have been reported as a result of this event.